Manufacturer narrative:
The customer reported that image artifacts displayed during post processing of a patient¿s study. A philips field service engineer (fse) went onsite to evaluate the system. However, prior to the fse¿s arrival, the customer performed a system air calibration which resolved the issue. The customer refused service from the fse to evaluate the system further. The fse confirmed that the patient was rescanned on another CT system; there was no misinterpretation as a result of the artifact. This report was initially submitted regarding a cracked compensator in the a-plane collimator, however, a crack was not confirmed due to the fse not being able to evaluate the system as the customer refused service at that time. A crack in the compensator of the a-plane collimator was confirmed and addressed in (B)(4). Therefore, this complaint has been determined to not be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported image artifacts. Engineering analysis has confirmed that this event has been determined to be a reportable issue due to the potential for image misinterpretation, because of a recognizable artifact. This event is currently under investigation.